Manufacturer narrative:
A review of the device history record shows that the lot was released meeting all acceptance criteria. The hydrophilic coating on the distal end of the guidewire was visually confirmed to be partially peeled but was still attached to the guidewire. The tracking data from the procedure was used to create a video playback simulation of the guidewire and catheter positions inside the patient's anatomy when the issue occurred. Based on this simulation, it is likely that the damage was caused by the patient's tortuous anatomy which forced the guidewire into a sharp angle (>90°) and the user rapidly retracting the guidewire when resistance was felt. The guidewire instructions for use (IFU) have been updated to include a warning related to device manipulation and instructions on how to proceed if any resistance is felt but the guidewire lot used during this event did not contain this updated IFU.

Event description:
During a bevar (branched endovascular aortic repair) procedure, an iops atw-2 guidewire was damaged upon removal from the patient. During removal, the physician noted some resistance but continued to retract the guidewire. After the guidewire was removed, it was found that the hydrophilic coating on the distal tip had begun to delaminate. No patient adverse effects were reported due to this occurrence.